Event description:
The customer reported to vyaire medical problem with bellavista 1000 us regarding 6.1 software version. When removing the circuit tile, there is no instruction on how to save that to the profiles that were already set up. Also, the o2 suction letting it finish before changing functions or screens. Customer's concern is that switching screens to adjust alarms will cause the problem as well. Furthermore, there was no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the reported issue. No complaint logged against any particular unit. Job created for documentation purpose, and as per notes on case 00799513, there is no further communication received and case was closed.